Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer received assistance from technical support to reset the pump, and the malfunction code did not recur afterward. The customer was advised to continue using the pump and to contact support if the issue reoccurred.